Event description:
Complainant alleged that the medics defibrillated a pt, who was in cardiac arrest. The first shock was delivered at 200 joules, but when the second (at 300 joules) was delivered, the pt jerked and a spark was observed emanating from the anterior electrode. The pads were then removed from the pt, and fresh electrodes were applied to the pt and treatment was continued without further incident. The complainant reported that the pt's hairy chest was not clipped or shaved prior to pad application. The pt subsequently expired.